Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high and low blood glucose. Customer received a new insulin pump due to high blood glucose was requesting assistance with programming. Customer's blood glucose was 43 mg/dl and 600 mg/dl. Customer treated low blood glucose with food and high blood glucose with manual injection. Customer received assistance.